Event description:
It was reported that there were concerns this left ventricular (lv) lead exhibited loss of capture. The health care professional (hcp) declined paging a boston scientific representative for assistance and determined this would be resolved with continuous monitoring. This lead remains in service. No adverse patient effects were reported.